Event description:
While following a test and checkout procedure on the model 3100a, it was observed by the technician that the frequency adjustment range did not meet specification. There was no pt involvement.